Event description:
It was reported that video system center exhibited instances where the brightness did not automatically adjust, and at times, the image appeared overly bright, lacking detail. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, h3, h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the exposure setting is incorrect. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.